Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reportable issue. The lens was returned to b+l and subjected to visual inspection. Results revealed that the lens was not damaged and conforms to set specifications. Functional testing was performed using a delivery device from inventory stock. The lens loaded and delivered without difficulty. Based on investigation results, there is no association between the device and the reported event.

Event description:
The physician reports performing cataract surgery with implantation of the mi60lus intraocular lens. After the lens was inserted, the doctor noticed the capsule was damaged. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second iol was implanted successfully. Additional information has been requested but not yet received. A supplemental report will be submitted to FDA if additional information is provided.